Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient experienced slow blood flow. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr could not cross the lesion at 14rpm. When the rotational speed was increased to 18rpm, it was observed that the patient experienced slow blood flow. The burr was then removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. The handshake connection is bent. The coils are stretched/damaged. Functional testing was performed by connecting the burr catheter to a test advancer and connecting the device to the rotablator control console system. The rotablator system was able to reach optimum speed and the burr rotated with no issues. There was no evidence of any damage or irregularities contributing to the reported advancing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that patient experienced slow blood flow. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr could not cross the lesion at 14rpm. When the rotational speed was increased to 18rpm, it was observed that the patient experienced slow blood flow. The burr was then removed from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.